Event description:
It was reported that during device unpackaging and preparation, the rx vision stent delivery system balloon did not have a stent implant. The device was not used in the anatomy. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device noted no blood or contrast visible. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. As there were crimp marks noted on the balloon, it is likely that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged due to handling prior to the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the stent dislodgement could not be determined. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.